Event description:
The customer obtained biased vitros tobra results on pt and proficiency samples during a method comparison between two vitros 5, 1 fs chemistry systems and a competitive system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported and there was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
The investigation determined that the vitros 5, 1 fs was operating as intended. The biased vitros tobra results were obtained during a method comparison with a competitive system. The definitive root cause is unk, but is most likely a combination of inappropriate sample storage (frozen) prior to the correlation study, inadequate mixing of the samples prior to processing, and the differences in the tobra calibrations in use at the time of the study.